Manufacturer narrative:
An event regarding dislocation involving an omnifit liner was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted the following: procedure-related factors: anterolateral surgical approach to the hip. Patient-related factors. Genetic predisposition to development of calcifications around an arthroplasty. Age related muscle atrophy. Patient trauma possible although not explicitly reported. Device-related factors: none. Diagnosis: an anterolateral surgical approach to the hip, alternatively a patient trauma, has caused an avulsion of the hip abductor muscles from the iliac wing with secondary calcification contributing to device-bone or bone-bone impingement contributing to dislocation requiring revision. Device history review: not performed as lot information is unknown complaint history review: not performed as lot information is unknown. Conclusion: a medical review concluded: an anterolateral surgical approach to the hip, alternatively a patient trauma, has caused an avulsion of the hip abductor muscles from the iliac wing with secondary calcification contributing to device-bone or bone-bone impingement contributing to dislocation requiring revision. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, device details and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It is reported that the patient had a left hip revision due to dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It is reported that the patient had a left hip revision due to dislocation.